Event description:
It was reported that the surgeon used the midline plate. After the surgeon did bending of the leg part of the midline plate, when additional bending was added for fine tuning, the plate broke. Therefore the surgeon changed the plate to another midline plate.

Manufacturer narrative:
Methods: device history review; device inspection; complaint history review; risk assessment results: an oasys midline occiput plate-medium was confirmed visually to have fractured. Manufacturing files were reviewed and no issues were found. The examination of the returned plate established that the plate was bent contrary to the instructions in the surgical technique. Therefore the cause would appear to be user error. Conclusion: the examination of the returned plate established that the plate was bent contrary to the instructions in the surgical technique and would appear to be user error.

Event description:
It was reported that the surgeon used the midline plate. After the surgeon did bending of the leg part of the midline plate, when additional bending was added for fine tuning, the plate broke. Therefore the surgeon changed the plate to another midline plate.